Event description:
According to the initial information received, the 8/6mm amplatzer duct occluder (ado) was successfully implanted with no shunt detected. The next day, the patient felt uncomfortable so by angiography the ado shape was found to have changed and a shunt was now present. The ado was retrieved by surgery. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient received results hi (greater then 33.3 mmol/l) and hi within 10 minutes on the performa system. A lab value drawn within 10 minutes of the reported values returned as 9.94 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.